Manufacturer narrative:
Na

Event description:
It has been reported that a revision surgery was performed, due to pain. The primary procedure occurred in 2008. Upon removal of the implant, the surgeon noted wear of the tibial insert.